Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker is defective. Patient involvement is unknown. There was no report of patient or user harm.

Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx400 patient monitor indicating that the loudspeaker was defective. A good faith effort (gfe) was made to determine whether the speaker produced sound, but no additional information was provided. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported. The bench repair technician (brt) was unable to reproduce the reported problem, and there were no defects found with the device. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.